Event description:
It was reported the device leaked during use. No patient injury reported.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Pictures attached: as part of investigation (B)(4) two images were provided. Visual inspection results based on picture: based on image provided, there is visible a liquid drop from the connection between tube and reflux connector, this could be caused by some leakage in the product but is necessary perform a functional test to confirm failure mode. Samples received: one (1) sample unit were received at smiths mtij with its original package opened from p/n l-70 with unknown lot number reported in complaint. Visual inspection: the samples were visually inspected at a distance of 12? Under normal lighting to received unit, see images below. Results for visual inspection in sample provided: no marks or stains were observed on tube surface, neither on reflux connector or swivel connector. It was observed a delamination between y-inj, non-latex p/n 10007589-001 and tube p/n 00-166-96. This condition could cause leakage, a further analysis needs to be performed. Results for functional test in sample provided: based on manufacturing procedure mp l-70 rev.117 and failure mode reported, we performed a leakage test on sample provided, in order to verify if leakage can be confirmed which can be caused by cracking on luer connector detected previously in visual inspection, after test was performed to the piece, samples doesn?t pass successfully leakage test. Conclusions: based on the leak test results, the reported nonconformance is confirmed. Based on the analysis on sample provided, root cause is lack of solvent by not followed to procedure manufacturing procedure mp l-70 rev.117 the cause of the reported problem was traced to the manufacturing process.